Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to use inputs. Customer stated they are unable to program the device because the bolus amounts continue to scroll. Customer also stated they do not recall any significant events that lead to the issue or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 130 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No scrolling number anomaly was noted. The insulin pump had minor scratches on the display window.